Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2002; 4193 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited rising impedances. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.